Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2026. Additional suspect medical device component involved in the event: model number/catalog number: sc-1232. Serial number: (B)(6). Batch/lot number: 777016. Model/catalog description: wavewriter alpha 32 ipg kit. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient had multiple impedance on the spinal cord stimulator (scs) paddle lead after a non device related fall. The patient underwent a procedure wherein the paddle lead and ipg were replaced. The patient was doing well postoperatively and the explanted devices were discarded by the medical facility and will not be returned.